Event description:
Consumer complaint of blood result reading of "hi". Customer called inquiring what hi means because the meter read hi. Offered to trouble shoot but the customer stated that he did not have the control solution. Offered to send the control solution but the customer states he will check with another meter at the pharmacy. Ran a blood test result hi. Customer indicated that he was dizzy. Advised customer to seek medical attention. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction noted in the complaint: strip defect, poor fill, overfill, contaminated strip connector. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable with 30 days of the identification ((B)(6) 2013).